Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated/confirmed the customer's reported complaint. Based on log review of remotefe, the instrument was found to have three firing failures. The firing failures were replicated during in-house testing. The instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The jaws opened and closed properly. The instrument clamped successfully, but did not fire completely. The following message was observed: "tissue too thick to continue. Tap blue pedal to unclamp and consider changing reload color." Upon visual inspection, the reload used to fire the instrument in-house was found to have partially fired and an exposed blade was observed. Additional observations not reported by site: the I-beam was manually driven out for in-house inspection and the I-beam appeared to be jammed. The I-beam appeared to have sleeve damage when visually inspected through the I-beam window. This instrument transferred to engineering for further investigation. Engineering confirmed the I-beam became stuck while manually moving it forward. The instrument was disassembled and the I-beam sleeve was found damaged near the distal clevis. Sleeve damage prevents the I-beam from moving forward. The sleeve was bunched up at this location, which likely contributed to the firing failures seen in the logs and during in-house testing. The I-beam closed coil spring was also bent near the location of the sleeve damage. The root cause of the sleeve damage was not established. A review of the instrument logs for the sureform 60 stapler instrument (part# 480460-09/t90210802-0115) associated with this event was performed. The instrument was last used on (B)(6) 2022 on system serial# (B)(4) during a da vinci-assisted gastric bypass surgical procedure performed by dr. (B)(6). Based on this review, the instrument was not used in subsequent procedure(s) after the alleged issue reported in this event. This complaint is reportable due to the following: failure analysis confirmed the I-beam assembly was jammed. Medical intervention may be required in the event that the stapler fails to unclamp from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the sureform 60 stapler did not staple completely. The procedure was completed with a backup sureform stapler. There were no reports of patient injury. Intuitive made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.